Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2, -13.00 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2021 from patient's right eye (od) due to excesive vault. This resolved the problem. Cause of the event is reported as unknown.